Manufacturer narrative:
One used ambulatory pump was received for evaluation. Visual inspection found the device to be in good physical condition. However fluid ingression was noted. A review of the pump event history log was performed and no evidence of the reported issue was recorded. Functional testing to detect for delivery accuracy found pump to have over-delivered on at least one of the three tests performed. The reported complaint was duplicated. The reported root cause was determined to be the damaged expulsor gasket as a result of fluid ingression. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm vip pump was over infused (B)(4). No patient injury resulted.